Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the battery cap is very difficult to remove. It was also stated that the battery life only lasts two weeks, and at times, the insulin pump under and over delivers insulin. The customer was about to go into surgery, and was unable to troubleshoot at the time of the call. Advised the caller that the battery cap would be replaced. Nothing further was reported.